Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had stimulation; however, he was receiving a "low ipg battery" message on his programmer. The pt underwent a surgical procedure and his ipg was explanted and replaced. It was also reported the pt was doing well postoperative.